Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). (B)(6). Office notes. Possible urinary tract infection. (B)(6) felt most symptoms due to atrophic vaginitis, ankylosing spondylitis involving her symphysis pubis and sacroiliac joints. Getting set up to receive enbrel injections. Impression/plan: urinary frequency. (B)(6) 2006: (B)(6). P.c. (B)(6). Office notes. Sacral area has had some drainage in past, irritated now. Impression/plan: possible early pilonidal infection. (B)(6) 2008: (B)(6). Office notes. Abdomen: over area of scar on lower abdomen, she noted has been little red, tender. Little bit of drainage at one point, has stopped. Impression/plan: possible infected versus traumatized scar in lower abdomen. (B)(6) 2008: (B)(6). [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, rectal drainage, history of crohn¿s disease. Impression: one or possibly more fistulas are noted deep within pelvis arising from what appears to represent rectal pouch remnant. (B)(6) 2008: (B)(6). (B)(6). Office notes. Abdominal pain. Had local revision of ileostomy with resection, rematuration (B)(6) 2008. Having some discomfort, little bit leakage. Plan: return to enbrel injections. (B)(6) 2010: (B)(6). Office notes. Pelvic floor spasms. White vaginal discharge. Had vaginal infections in past treated with cipro [antibiotic]. (B)(6) 2011: (B)(6). Radiology ¿ CT pelvis. Indication: perirectal pain, drainage, pressure, rectal pain, question abscess. Impression: findings suspect for a tiny perirectal abscess or fistulous tract. (B)(6) 2012: (B)(6). ¿ CT pelvis. Indication: pelvic pain. Impression: no gross abscess collection identified that would be drainable. There is some trace fluid and strandiness in perirectal fat of uncertain significance. (B)(6) 2013: (B)(6). Office notes. Still has a lot of pain in sacral area. Also has what sounds like pyogenic granuloma at the ostomy, that is going to be cauterized by gastroenterologist. (B)(6) 2013: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: [ni]. Impression: since CT (B)(6) 2008 there has been right lower quadrant wide mouthed abdominal wall hernia containing small bowel without evidence of strangulation. Hernia sac measures 5.7 cm. (B)(6) 2014: [missing records: operative report for exploratory laparotomy was not provided.] (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: small bowel obstruction. Impression: negative for small bowel obstruction. (B)(6) 2014: (B)(6). [Illegible]. Office notes. Still has some discomfort, numbness around ileostomy. He [dr. Zainea] wanted her to get weight down to around 170 pounds as he thought that part of the issue with resection of her stoma was due to weight gain. Has worked with interostomal therapist, has tried stomal belt in past. (B)(6) 2013: (B)(6). Office notes. Preoperative consultation. Abdomen: ileostomy back in place, multiple surgical scars over abdomen, midline, right upper quadrant. Impression/plan: preoperative evaluation for upcoming repair of stomal hernia with mesh. Unless abnormalities are found patient is cleared for upcoming surgery. (B)(6) 2014: (B)(6). Office notes. Hospital follow up. Patient said couple staples in incision may be lose. She is going to be back on her enbrel. Abdomen: dressing removed from midline, staple removed, clean, dry, dressing re-applied. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: follow-up pelvic abscess. Findings: known abscess in upper midline of pelvis at upper portion of the remnant of the rectosigmoid colon has near completely resolved, approximately 10 x 8 x 8 mm low density collection remaining. Impression: near complete resolution of pelvic abscess. Maximal 10 mm low density collection remains. Status post subtotal colectomy without small bowel dilation. Hazy edematous changes in mid to lower mesentery may be postsurgical. Note is made of possible wall thickening of third portion of duodenum versus incomplete distention. (B)(6) 2015: (B)(6). Office notes. Recently lost pharmacy coverage, could be real issue since she is on enbrel. Problem with absorbing some of her pills, sometimes they pass out through stoma. Impression/plan: loss of prescription coverage. Going to follow through with lawyer. (B)(6) 2015: (B)(6). Office notes. Having a lot of vaginal irritation, almost feels ¿raw¿, sore. History for atrophic vaginitis. Exam: has fissure at posterior fornix, some adhesions to superior labial minora region. Impression/plan: vaginal fissure with history of atrophic vaginitis. (B)(6) 2016: (B)(6). Office notes. Follow up vaginal fissure. Has had some slight improvement in symptoms, no drainage. Had what sounds like small bowel partial obstruction. Vomiting, abdominal pain, distention. Ileoscopy (B)(6) 2015 by dr. Zainea, normal exam. There was no evidence of mesh erosion into prestomal ileum. Feeling better. (B)(6) 2016: (B)(6). Radiology ¿ MRI pelvis. Indication: history of crohn¿s and prior near-total colectomy with right-sided ileostomy. Impression: nonspecific mesenteric edema and stranding suggesting inflammation. Unclear if due to chronic inflammation given its similarity to prior CT 2014 versus recurrent inflammatory process. Presacral fluid collection posterior to bladder appears increased in size. Most likely to represent fluid in rectal stump. Postsurgical changes with presacral scarring. (B)(6) 2016: (B)(6) office notes. Has had periodic pelvic discomfort and vaginal discharge. Does present intermittently with profuse vaginal discharge, at times is black mucous in appearance, other times bloody. Coincides with increase in pelvic pain. Treated with antibiotics. Has been extremely difficult to manage. Vaginal discharge is improving. Says it was quite foul smelling. Impression/plan: history for presacral fluid collection posterior to bladder, thought to be fluid in rectal stump. Consultation at university of michigan for treatment options. (B)(6) 2016: (B)(6). Office notes. Consultation for recurrent pelvic abscess, perineal fistula. Recurrent fluid collections in presacral space, perineal drainage. She describes drainage as quite variable, including passage of flatus through the vagina. Perianal: skin irritation of perineum, vulva, intact perineal incision with 3 tiny pinhole dimples, no drainage. Impression: I suspect there is likely a occult bowel fistula responsible for recurrent infections. We discussed operative options. (B)(6) 2016: (B)(6). Office notes. Has had recurrent fluid collections in pre-sacral space that resulted in peroneal drainage. Dr. Zainea has drained peroneal abscesses but after numerous procedures, continued to have vaginal discharge, as well as fullness/pressure sensation like she is ¿sitting on a basketball¿ in rectal area. Impression/plan: recurrent pelvic fluid collection, status post proctocolectomy with possible occult small bowel fistula which has been responsible for recurrent infections. (B)(6) 2016: (B)(6). Office notes. (B)(6). Discussed her current situation and need for possible abdominal peroneal proctocolectomy for a laparotomy dissection of the small bowel out of the pelvis. We are going to write prescription for cipro so she has that for recurrent fluid re-accumulation in pelvis. Impression/plan: recurrent pelvic fluid collection, status post proctocolectomy with possible occult small bowel fistula which has been responsible for multiple infections. (B)(6) 2016: (B)(6). Office notes. Evaluation of recurrent pelvic abscess with persistent vaginal drainage. Abdominal fullness. Foul-smelling green vaginal discharge. Patient believes her abdominal mesh was removed; however, according to notes, it appears to have been trimmed and revised somewhat. Abdomen: obese. Healed midline incision, no open wounds. Stoma on right side functioning. Healed transverse pfannenstiel incision. Exam of thighs, buttocks reveals adequate amount muscle mass needed for closure. Impression/plan: given her symptoms, history of vaginal fistula, leads us to believe she may have a fistula. Colorectal surgeons discussed possibility of surgery with her, which would be extensive procedure. Patient does appear to wish to proceed. (B)(6) 2016: (B)(6). Office notes. History for recurrent pelvic abscess with persisting vaginal discharge. In last year, has had intermittent episodes of abdominal and pelvic, fullness, fatigue foul smelling green vaginal discharge. Considering going through with extensive surgery. Was recently seen by rheumatologist who felt they needed to hold off on returning to enbrel because of the chronic infections. Impression/plan: discussion regarding complex surgery for recurrent pelvic abscesses with possible vaginal fistula. (B)(6) 2016: (B)(6). Office notes. Patient has decided to proceed with surgery for recurrent pelvic abscesses with persisting vaginal discharge. Had some problems getting ostomy supplies, long term issue with husband. Has contacted her lawyer. Impression/plan: recurrent pelvic abscess with fistula, chronic pain. (B)(6) 2016: (B)(6). Brief operative note. Pre-operative diagnosis: pelvic abscess. Post-operative diagnosis: same. Procedure: left rectus abdominis muscle flap for pelvic outlet. Resident/fellow: (B)(6) with left rectus sheath. Complications: ¿none apparent.¿ specimens removed: small bowel, pathology. Condition: ¿stable.¿ disposition: routine floor. Plan: discussed with colorectal surgery. Ok for routine floor. I, (B)(6) was physically present for the e/m [evaluation and management] service provided. I agree with the house officer¿s note and plan which I have reviewed and edited where appropriate. (B)(6) 2016: (B)(6). Consultation. Gastroenterology. Was transitioned to enbrel per her rheumatologist, which she states was ultimately discontinued due to ¿recurrent infections.¿ (B)(6) 2016: (B)(6). Office notes. Abdomen: incision clean, dry, intact with staples. Left upper quadrant drain exit site clean, dry, intact, minimal amount serosanguineous drainage. To continue activity restrictions per general surgery involving abdominal binder, no heavy lifting or vigorous activity. (B)(6) 2016: (B)(6). Office notes. No vaginal discharge. Wound care by vna [visiting nurses association] twice daily with wound packing to anterior abdominal wound which was opened 11/11/16 when staples were removed. Abdomen: 5 x 2 x 5 cm deep midline surgical incision opening. 2 x 1 cm piece of eschar present, not excised. Wound is packed with gauze, removed, fascia intact to digital palpation. Gauze saturated with cloudy fluid. Wound irrigated, repacked. Doing well. (B)(6) 2016: b)(6). Radiology ¿ CT abdomen/pelvis. Indication: lower abdominal pain. Anterior wall wound with drainage. Previous colectomy for treatment of crohn¿s disease. Findings: large laparotomy incision, with large cavity, measures approximately 4.5 x 3.9 x 7.8 cm, centered slightly to left of midline at level of umbilicus. The skin and subcutaneous fat has been closed over this wound both inferiorly and superiorly, with small collections of gas noted in deep subcutaneous fat along anterior abdominal wall fascia. Hernia repair has been performed centered to right of midline along anterior abdominal wall fascia. Impression: extensive inflammatory changes and/or granulation tissue throughout mid to lower pelvis surrounding segments of bowel, which are primarily collapsed, partially opacified with enteric contrast. A suspected abscess within right parasagittal posterior pelvis measuring 2.2 x 3.9 x 3 cm, along right lateral aspect of a segment of bowel. Also small collections of gas and fluid adjacent to segments of bowel within pelvis, concerning for possible contained bowel perforation, peritonitis, or dehiscence of previous anastomosis. Large laparotomy incision, part of which is healing by secondary intention. (B)(6) 2016: (B)(6). Office notes. Continues doing well with wound packing bid [twice daily]. Abdomen: open portion of midline wound nicely granulating, roughly 3 cc eschar at inferolateral aspect of wound is excised sharply without bleeding, wound repacked. (B)(6) 2016: (B)(6). Office notes. Hospital follow up. Being seen by visiting nurse twice daily for wound changes. Healing by secondary intention because of dehiscence with eschar formation that was removed. Minimal vaginal drainage at this time. Abdomen: wearing a corset, which was custom made, protects ileostomy from compression, fenestrated. Wound inspected: packed, healthy granulation tissue present, pink. Dressing re-applied. (B)(6) 2016: (B)(6). Office notes. Recent admission for vaginal drainage which revealed a pelvic collection. After course antibiotics, drainage substantially reduced to small amount. Abdomen: incision clean, open area granulating well, packing. (B)(6) 2017: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: postoperative infection of abdomen and pelvis. Findings: small sliding-type hiatal hernia. Anterior abdominal wall postsurgical changes. Open wound has been partially packed, appears to be healing by secondary intention, centered slightly to left of midline, extending from level of umbilicus inferiorly. Multiple metallic clips within midportion of pelvis, central fat attenuation, adjacent to short segments of small bowel. Impression: there has been interval significant decrease in amount of gas depicted within pelvis, a previously described suspected possible fluid collection with foci of gas along urinary bladder has collapsed or significantly decrease in size. These findings represent improvement. Still chronic appearing postsurgical and inflammatory changes noted throughout the mid to lower pelvis, many which were evident on prior CT scans. (B)(6) 2017: (B)(6). Office notes. Had wound dehiscence, ended up going to midmichigan midland wound treatment center. Officially discharged with complete healing (B)(6) 2017. She developed intestinal abscess while on enbrel, but has had chronic issues with pelvic abscesses in past. Still having some vaginal discharge, although it is much less and not having pelvic pain. (B)(6) 2017: (B)(6). Office notes. Pelvic pressure, pain. Started back on enbrel. Has had some yellow-to-clear drainage from vaginal area. Abdomen: ileostomy in place. A lot of discomfort with just pressure around peri perineal region. Genitalia: vaginal vault had little bit watery discharge. Impression/plan: it is complicated by fact there is an issue regarding billing from dr. Shepich¿s office. Ex-husband throwing out all bills. Told she would be sent to collections. Going to stop enbrel. I recommended she go directly to emergency room for CT. She does not want to go to ann arbor. (B)(6) 2017: (B)(6). Office notes. Abdominal bloating, pain. Has been back on enbrel since august. Increasing pain around rectal stump, which has had in past. Abdomen: ostomy bag in place. Tenderness in upper quadrants. All surgical wounds closed. Impression/plan: CT. (B)(6) 2017: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain with leakage of rectal stump. Findings: anterior abdominal wall fat-containing incisional hernia noted in periumbilical region. Abdominal wall hernia graft present with ileostomy with peristomal hernia containing nonobstructed small bowel again seen. Numerous surgical clips noted inferior pelvis, colon surgically absent. Impression: persistent inferior mesenteric fat stranding but perirectal fluid collections identified (B)(6) 2017 have resolved. Total colectomy with right abdominal ileostomy, stable peristomal hernia. (B)(6) 2017: (B)(6). Office notes. Presents with persisting perineal rectal pain worse with sitting, improved with lying down or walking. Was seen at pain clinic at comprehensive pain specialists (B)(6) 2016 for pelvic floor, rectal pain. They felt a ganglion impar block could be done once infections treated. Impression: chronic pelvic perineal pain. (B)(6) 2018:(B)(6). Telephone encounter. (B)(6) consulted [with] (B)(6) re: sacral plexis block. The risk is too great, nothing surgical can be done. They referred her back to you for pain management. (B)(6) 2018: (B)(4). Office notes. Patient cleared by insurance to go back on enbrel. She just saw dr. Murphy, she was concerned about infections. (B)(6) 2018: (B)(6). Office notes. Chronic pelvic pain-multiple pelvic surgeries. Following for chronic fistulous tracts, anastomotic dehiscence to the perineum. Records after 5/14/18 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6). (B)(6), md; (B)(6), md. Brief operative note. Pre-operative diagnosis: pelvic abscess. Post-operative diagnosis: same. Procedures: abdominal perineal resection with perineal reconstruction, bilateral ureteral stents (n/a), muscle flap for closure/reconstruction of apr defect (multiple sites), cystoscopy with ureteral stent placement. Findings: normal appearing bladder mucosa. Bilateral ureteral orifices in orthotopic position. Bilateral stents advanced to 25 cm. Surgeons and role: panel 1: (B)(6), md, resident/fellow; (B)(6), md, primary. Panel 2: (B)(6), md, primary. Panel 3: (B)(6), md, primary; (B)(6), md, resident/fellow. Anesthesia type: epidural. Estimated blood loss: 0 cc for urology. Urine output: not recorded for urology. Drains: urethral foley catheter to dependent drainage, bilateral ureteral catheters to dependent drainage. Complications: none. Fluids: per anesthesia. Implant: no implants in log. Specimens removed: no specimens in log. Condition: stable. Disposition: case turned over to general surgery. Plan: removal of stents and catheter per primary team. I was present for the entire procedure. On (B)(6) 2016: (B)(6). (B)(6), md; (B)(6), md. Urology operative note. Preoperative diagnosis: pelvic abscess. Postoperative diagnosis: same and small bowel fistula. Procedures performed: cystoscopy with bilateral ureteral stent placement ¿ urology. Small bowel resection with anastomosis, lysis of adhesions ¿ general surgery maize. Vertical rectus abdominis muscle flap ¿ plastic surgery. Surgeon(s): urology: (B)(6), md; (B)(6), md. General surgery maize: (B)(6), md; (B)(6), md. Plastic surgery: (B)(6), md; (B)(6), md. Anesthesia: general, epidural. Indications: ms. (B)(6) is a 68 year old female with history of crohn¿s disease status post proctocolectomy with end ileostomy c/b recurrent pelvic fluid collections and vaginal drainage. She was evaluated by colorectal surgery and taken to the or for treatment of pelvic fluid collection and possible small bowel fistula. Urology was consulted to place bilateral ureteral stents for localization of ureters. Procedure details: the patient was met in the preoperative holding area where the history and physical as well as consent was obtained. The patient was then transported to the operative suite where a verification was conducted with active participation of anesthesia, or nursing, urology, and the patient. Then the patient underwent smooth induction of general anesthesia with et [endotracheal] tube. She received preoperative antibiotics. After the appropriate timeout procedures, the patient was positioned in the dorsal lithotomy position and prepped and draped in the usual sterile fashion. The 22 french cystoscope was fitted with a double working port bridge and manipulated easily into the patient¿s urethra, which appeared normal, and then in to the patient¿s bladder. The bladder was examined and appeared to be normal with healthy appearing mucosa. The ureteral orifices were identified bilaterally. The left ureteral orifice was cannulated with a 5 french whistle tip ureteral catheter to 25 cm. There was no resistance and the catheter passed easily for both ureters. A temperature sensing foley catheter was then placed into the bladder. The catheters were then affixed to the foley and connected to draining bags. This concluded the urology portion of the case. Patient was then turned over to general surgery. Findings: normal appearing bladder mucosa. Bilateral ureteral orifices in orthotopic position. Bilateral stents advanced to 25cm. Estimated blood loss: 0cc for urology. Drains: bilateral 5 french x 70 whistle tip ureteral catheters to 25 cm mark, foley catheter- all too dependent drainage. Total IV fluids: per anesthesia. Complications: none. Disposition: case turned over to general surgery. Follow-up plan: removal of stents and catheter per primary team. Condition: stable. On (B)(6) 2016: (B)(6). (B)(6), md. Surgical pathology report. Order number: (B)(4). Diagnosis: small bowel resection: serosal adhesions with suture granuloma. History: 68-year-old female with history of crohn¿s disease. Clinical diagnosis: pelvic abscess. Operative procedure/tissue submitted: apr reconstruction. Gross description: a) ¿small bowel¿ received in formalin in a large container is a 35.6 cm (length x 3. 2 cm (diameter) unoriented, tortuous segment of small bowel with attached mesentery. Both the serosal surfaces and mesentery are markedly ragged with diffuse, stranding, fibrous adhesions. Upon opening, the mucosa and underlying muscular walls are remarkable for a 4.1 x 2.7 cm focus of possible ischemia located 7.6 cm from the nearest margin. The remaining mucosa surfaces are unremarkable. The lumen is focally strictured in multiple areas, however patent. No other gross abnormalities. Are identified. A1. Small bowel, area of possible ischemia. A2 and a3. Small bowel, strictured areas of serosal adhesions in each cassette. On (B)(6) 2016: (B)(6). (B)(6), md. Progress notes. Abdominal bind with ostomy bag. Abdomen soft, appropriately tender. No evidence of hematoma, erythema, fluid collection, infection. Appears to be doing well post-operatively. No activity restrictions beyond normal abdominal postop. Ok to sit, stand or walk. On (B)(6) 2016: (B)(6). (B)(6) md. Progress notes. No activity restrictions beyond normal abdominal postop. Ordered jp education. Ok to sit, stand or walk. On (B)(6) 2016: (b)(6. (B)(6), md. Progress notes. Abdominal bind with ostomy bag. Abdomen soft, appropriately tender. No evidence of hematoma, erythema, fluid collection, infection. 3 days post-op, appears to be doing well. No activity restrictions beyond normal abdominal postop. Ok to sit, stand or walk. On (B)(6) 2016: (B)(6). (B)(6), md. Consultation. Gastroenterology. Does not have medical records with her and is unclear on some of her history. She notes that from (B)(6) until (B)(6) she was having bloody diarrhea, abdominal pain, fevers. She was previously told it "was all in my head." In (B)(6) she was diagnosed with crohns disease based on endoscopy. She was then on sulfasalazine until (B)(6) when she had what sounds like a perforation and underwent total proctocolectomy with end ileostomy. She describes a subsequent complicated post-operative course including recurrent infections abscess with multiple surgeries for wash outs including hysterectomy and cholecystectomy. The patient follows with dr. Murphy in midland gi and is not established with umhs gi. She is overall unclear on her previous ibd medications, noting numerous courses of prednisone with tapers over the years. In terms of maintenance therapy was briefly on humira in (B)(6) but that was transitioned to enbrel per her rheumatologist, which she then states was ultimately discontinued due to "recurrent infections." In terms of disease surveillance she notes that she last had an ileoscopy in (B)(6) 2015 that per the patient was normal. It is unclear how much residual rectum she has and if that has been undergoing dysplasia surveillance. Most recently, the patient notes that in (B)(6) she began experiencing feculent discharge from her vagina and was felt to have an enteric fistula MRI from (B)(6) 2016 was reviewed here with small fluid collection although no definitive fistula. She ultimately was taken to the or for a combined plastics/colorectal surgery procedure. Extensive adhesions were found, with no definitive fistula noted. She had a left rectus abdominal muscle flap for pelvic outlet with repair of enterotomy. Thickened mesentery was noted in the operative report. Pathology from the resected specimen is pending. Currently the patient is resting comfortably without acute complaints or concerns. Family history: rheumatologic disease. Weight: 200 pounds. Impression/recommendations: in order to make recommendations regarding medical management the patient would require re-staging of her disease as well as review of her previous and current pathology. The patient is currently recovering from her recent operation. She was not on steroid therapy going into surgery and would not require any steroid taper. If this ultimately is felt to represent fistulizing crohns disease, would need to discuss further with the patient maintenance therapy such as anti-tnf. The patient is happy with her local gastroenterologist and is not currently interested in transferring her care to umhs. If an opinion is desired would recommend mr enterography review of previous pathology slides that were suggestive of crohns disease and referral to our ibo outpatient clinic. Would benefit from ileoscopy and examination from her anus to establish how much rectum remains and need for dysplasia surveillance. Also requires ibo health maintenance such as vitamin d, vaccinations, bone density, cancer surveillance etc. Will defer to her managing gastroenterologist. On (B)(6) 2017: (B)(6): (B)(6), do. Office notes. Seen for abdominal pain. Impression: crohn¿s disease. Gastroesophageal reflux disease. Plan: can take acidophilus as probiotic. Follow up 1 year. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Please see attached file for details of h10./11. From medical records received (B)(6) 2019 and (B)(6) 2019. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 11/1/2016 and 1/15/2018 were not provided. On (B)(6) 2018: surgical associates of (B)(6), md. Office notes. (B)(6): c/o perineal pain. Followed at (B)(6) tract and dehiscence of surgical site. Review of most recent CT w/ suspicious for small fistulous cavity to perineum, no obvious abscess. Research who could do sacral plexis block. Wt 175 lbs, bmi 29.12. [Missing records: records for CT scan showing suspicious small fistulous cavity to perineum were not provided]. On (B)(6) 2018: (B)(6) health. Telephone encounter. Pt needs letter for insurance stating you spoke w/ dr. (B)(6) concerning a ¿special nerve block¿ for her perineal pain which dr. (B)(6) could not do thus exhausting all surgical and procedural avenues of care and will have to go on a maintenance program for chronic pain and infection. On (B)(6) 2018: (B)(6) was seen and evaluated in our office most recently on (B)(6) 2018. Was evaluated for chronic perineal and pelvic pain following complicated surgery in pelvis and a chronic fistula tract after an anastomotic dehiscence to the perineum. The fistulous tract has resolved. Most recent CT still revealed some inflammatory changes in the pelvis w/ a tract of air of unclear significance. Surgical intervention in this area is felt to be nearly impossible secondary to potential for complications. We had explored the option of a sacral plexus nerve block w/ interventional radiology who were reluctant to pursue w/ a potential inflammatory process in the area and concern for infection. We have no options at this point for her chronic pain which is quite debilitating. We have recommended she return to (B)(6) where most recent operation had been for more evaluation of pain management. [Missing records: records for CT scan showing inflammatory changes in pelvis w/ a tract of air were not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient codes (1695, 1930, 2242) were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ medical records: ¿ the known medical records span november 25, 2003 through may 14, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ obesity ? (B)(6) 2008: 182 lbs., bmi 30.3 ? (B)(6) 2008: ¿with weight gain the contour of abdominal wall not favorable to maintain seal; stoma more retracted with increasing depth of subcutaneous adipose tissue. Weight loss may be of benefit.¿ ? (B)(6) 2014: 180 lbs., bmi 30 ? (B)(6) 2015: 200 lbs., bmi 33.3 ? (B)(6) 2016: 201 lbs., bmi 33.4 ? (B)(6) 2018: 175 lbs., bmi 29.1 ? (B)(6) 2018: 199 lbs., bmi 33.1 ¿ crohn¿s disease ¿ perineum wound ¿ (B)(6) 2004: suicide attempt, drug overdose ¿ renal calculi ¿ inflammatory bowel disease ¿ ulcerative colitis ¿ sjogren¿s syndrome [immune system disorder ¿ dry eyes and mouth] ¿ hiatal hernia ¿ chronic perineal/presacral fistula ¿ ileostomy ¿ gastroesophageal reflux disease [gerd] ¿ (B)(6) 2007: perforated appendicitis with peritonitis ¿ (B)(6) 2016: culture positive for methicillin resistant staphylococcus aureus [mrsa] surgical procedures: ¿ 1980: emergency total proctocolectomy with ileostomy due to perforation ¿ 1981: repair of surgical wound and perineum drainage ¿ 1982: partial hysterectomy ¿ 1983: cholecystectomy ¿ 1984: fistula repair ¿ 1992: total abdominal hysterectomy with bilateral salpingo-oopherectomy ¿ (B)(6) 2008: revision of ileostomy with resection and rematuration ¿ (B)(6) 2011: incision and drainage of pilonidal cyst ¿ 2012: transvaginal debridement of perineal sinus ¿ (B)(6) 2013: laparotomy with lysis of adhesions followed by repair of parastomal hernia with mesh. Sugarbaker technique employed. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2014: exploratory laparotomy. ¿ (B)(6) 2014: removal of mesh sutures. ¿ (B)(6) 2014: abdominal surgery, scar tissue removal. ¿ (B)(6) 2014: CT guided fine needle aspiration of deep pelvic fluid. ¿ (B)(6) 2014: exploratory laparotomy with extensive lysis of adhesions (greater than 3 hours). Partial excision and tailoring of para-ileostomy mesh. Suture reinforcement of previous stomal hernia. Implant: seprafilm bioresorbable. ¿ (B)(6) 2015: ileoscopy, nothing to suggest the presence of mesh erosion into prestomal ileum. ¿ (B)(6) 2016: laparotomy, extensive lysis of adhesions lasing in excess of 2.5 hours, small bowel resection with anastomosis, vertical rectus abdominis muscle flap. ¿ (B)(6) 2017-(B)(6) 2017: debridement of wound. Relevant medical information: ¿ (B)(6) 2003: CT pelvis. ¿history crohn¿s disease with prior fistula. Impression: right lower quadrant ileostomy noted. Irregular soft tissue density with calcifications, clips noted in the posterior pelvis just anterior to lower sacrum with some retraction of posterior bladder, compatible with postsurgical scarring. No definite abscess. No definite fistula.¿ ¿ (B)(6) 2008: CT abdomen/pelvis. ¿abdominal pain, rectal drainage, history of crohn¿s disease. Impression: one or possibly more fistulas are noted deep within pelvis arising from what appears to represent rectal pouch remnant.¿ implant preoperative complaints: ¿ (B)(6) 2013: ¿returns for evaluation of ileostomy. States over past several months has had severe pain, cramping and bulging at ileostomy site.¿ ¿ (B)(6) 2013: CT abdomen/pelvis: ¿since CT (B)(6) 2008 there has been right lower quadrant wide mouthed abdominal wall hernia containing small bowel without evidence of strangulation. Hernia sac measures 5.7 cm.¿ ¿ (B)(6) 2013: ileoscopy with biopsy. ? ¿stomal hernia. No gross evidence for inflammatory bowel disease. I will discuss with this lady the prospects of undergoing attempt at repair of this stoma with a prosthetic material. The risks were clearly outlined, particularly in light of her history of inflammatory bowel disease.¿ implant procedure: laparotomy with lysis of adhesions followed by repair of parastomal hernia with mesh. Sugarbaker technique employed. [Implant: gore® dualmesh® biomaterial 1dlmc06/11367252, 18cm x 24cm x 1mm thick] implant date: (B)(6) 2013 [hospitalization (B)(6) 2013] ¿ description of hernia being treated: ¿procedure commenced with a midline incision beginning above the umbilicus and taken down to above the symphysis pubis. Dissection continued with cautery diathermy as I entered into the abdomen without incident. There were dense adhesions of small bowel to the undersurface of the abdominal wall. These were first taken down, passing to the left of midline. I dissected inferiorly and superiorly. I then went over to the patient¿s left side. Adhesions were taken down from the right side of the incision. Dissection continued as the ileal loop passing through the stomal orifice was isolated. Small bowel adhesions were taken down. There was no evidence for recurrent crohn¿s disease. The stomal defect was identified. The fascia was approximated to 1.5 fingerbreadths around the ileum, utilizing 0 prolene stitches.¿ ¿ implant size and fixation: ¿thereafter, I elected to repair the defect, reinforcing it further with a piece of gore dualmesh, utilizing a sugarbaker type technique. This piece of mesh was trimmed for size and configuration. It was placed over the loop of small bowel and stomal orifice within the abdomen. Laterally the limb of ileum passed beneath the mesh out at the lateral paracolic recess. A small skin incision was made with an 11 blade. A trocar was then passed through the abdominal wall to within the abdomen. A 2-0 prolene suture was grasped and brought out through the stab wound. The other end was passed through the mesh within the abdomen. Needle was removed and the other end was brought out through the stab wound with the endo trocar. This was held with a hemostat. On the opposite side, the same procedure was conducted, making a stab wound in the abdominal wall laterally in the anterior axillary line, passing an endo trocar through the abdominal wall, securing the prolene suture and then bringing it out through the abdominal wall. The stitch was then passed through the mesh, removing the needle and passing the other free end out through the abdominal wall. These were tied securely outside the abdomen, fixing the lateral and posterior aspects of the mesh to the abdominal wall, creating a small trephine through which the limb of ileum passed laterally. Hereafter the mesh was secured to the abdominal wall around its entire perimeter wit [sic] 2-0 prolene stitches. Generous bites of the abdominal wall were taken posteriorly as the needle was passed through the mesh, abdominal wall and then back out. These were placed every 1.5 cm around the entire perimeter of the mesh to affix it securely to the posterior abdominal wall. The medial edge of the mesh was trimmed flush with the midline fascia. After having completed repair of hernia, midline incision was closed. I used 0 prolene stitches to close the abdomen, passing them in figure of 8 fashion. The medial edge of the mesh was incorporated into these prolene stitches. The subcutaneous tissue was irrigated generously with saline. Skin edges were coapted with staples. The midline wound was sealed with surgiseal. The lateral incisions to which the mesh was secured were approximated with 4-0 monocryl and further sealed with surgiseal. Thereafter, the stoma was exposed. It was pink and healthy.¿ ¿ post-operative period: [three days] ? (B)(6) 2013: discharge summary: ¿complications: none reported. Discharge condition: stable.¿ relevant medical information: ¿ hospitalization (B)(6) 2014 ? (B)(6) 2014: CT abdomen/pelvis: ¿presently small bowel is diffusely and uniformly prominent in diameter and fluid filled. There is transition to decompressed small bowel as the intestine passes through the ostomy site over the right lower quadrant. Suspect partial or early obstruction in this location. Small amount of fluid noted.¿ ? (B)(6) 2014: ¿underwent repair of right lower quadrant parastomal hernia; had been doing well since surgery. Approximately 1 week ago she transitioned off soft diet, started more regular diet; since has had intermittent upper abdominal pain after eating. Also reports output from ileostomy more liquid over past week. Today, had severe pain in upper abdomen; also became dizzy, bloated and had nausea; denies vomiting. Reports decreased output from ostomy over past day or so.¿ ? (B)(6) 2014: x-ray abdomen: ¿findings may reflect low grade partial small bowel obstruction, or small bowel ileus. The bowel in general is less distended/dilated compared to yesterday¿s examination which suggest improvement in the interval.¿ ? (B)(6) 2014: ¿small bowel obstruction is likely secondary to narrowing of small bowel lumen as it transverses mesh in addition to blockage from vegetable matter.¿ ? (B)(6) 2014: ¿small bowel obstruction resolving. Keep on full liquids.¿ ? (B)(6) 2014: discharge summary: ¿presented to emergency department with severe upper abdominal pain, dizziness, abdominal bloating and nausea. Abdominal pain moved to right lower quadrant at ileostomy site, nausea resolved, started on clear liquid diet. Follow up abdominal x-ray the next day showed less dilated small bowel. Had persistent parastomal pain. Advanced to full liquid diet. Discharged home in stable condition 02/13/14.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿negative for small bowel obstruction.¿ ¿ (B)(6) 2014: ¿abdomen soft on palpation. Appliance removed; ileostomy pink and healthy, passed fifth digit through cutaneous stoma; passes laterally where there appears to be a fairly rigid edge of mesh that I can palpate. I do not know why she complains of numbness involving the stoma; did fairly standard underlay type repair of her hernia. She has 3 lateral tacking stitches that are full thickness through fascia. Wil continue to follow over time. Diet will be slowly liberalized. Again, discussed lysis of at least one of the tacking stitches to see if this does not help to relieve obstruction; discussed small bowel study, perhaps ileoscopy.¿ ¿ (B)(6) 2014: removal of mesh sutures. ? ¿incision was made over the middle stitch. Dissection continued through subcutaneous tissues down to the fascia. With some exploration, I was able to find the stitch. Actually the 2 upper stitches were in proximity to each other. With dissection, I was able to free the middle stitch. It was divided and removed. Upon withdrawing the middle stitch, the upper stitch also was readily divided and removed. The stitch residing at the inferior aspect of the mesh remained in place.¿ ¿ (B)(6) 2014: ¿follow up removal of lateral mesh tacking sutures. Complained of discomfort, numbness about the ileostomy; reports unable to discern passage of enteric contents through stoma, increasing stomal recession. Has gained maybe 15 pounds over past year. Symptoms most unusual. Expectation was that removing the lateral tacking sutures might loosen the mesh, prevent obstruction and perhaps relieve what may have been a neuropaxic injury due to lateral nerve entrapment; symptoms have not remitted. Moving stoma to another site is not an easy solution; has abundant intraabdominal adhesions, thick abdominal wall. Asked her to return to baseline weight of 170 pounds. I think part of issue with recession of stoma is weight gain.¿ ¿ (B)(6) 2014: ¿states in june, had bout of obstruction that relieved on its own. Discussed need for weight loss at last visit to assist with recovery of stoma recession, improve symptoms due to stomal hernia. Has lost some weight; states she has another 10 pounds before back at baseline weight. Discussed re-operating; understands she does not have easy abdomen to work through, has extensive adhesions. In order to address stoma, relocation would be necessary; have done this in past. Even with this, not sure symptoms will entirely remit.¿ explant preoperative complaints: ¿ (B)(6) 2014: ¿abdominal discomfort. Seen in november with crampy obstructive symptoms; this has progressed; reports increased bloating, cramping, decreased ileostomy output. In october, had bout of obstruction that was relieved over several weeks. Abdomen distended and tender, particularly in right and left lower quadrants; no masses, no hernias.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿mild to moderately dilated loops of distal small bowel with some focal stool burden in terminal ileum and focal narrowing of the ileum as it exits the peritoneal cavity at ileostomy site. May represent partial small bowel obstruction. Fat stranding within the mesentery with small amount of intraperitoneal free fluid. Differential considerations include mesenteric panniculitis or possibly early ischemia.¿ ¿ (B)(6) 2014: ¿admitted with progressive and disabling small bowel obstruction. Known crohn¿s disease. Repair of stomal hernia almost 1 year ago; obstructive symptoms progressing and appear to be due to adhesions rather than recurrent inflammatory bowel disease. Has autoimmune phenomenon including sacroiliitis and sjogren¿s syndrome. Plan: laparotomy with lysis of adhesions and possible revision/relocation of ileostomy.¿ explant procedure: exploratory laparotomy with extensive lysis of adhesions (greater than 3 hours). Partial excision and tailoring of para-ileostomy mesh. Suture reinforcement of previous stomal hernia. Implant: seprafilm bioresorbable. Explant date: (B)(6) 2014 ¿ ¿midline incision was made beginning above the umbilicus and taken down to the symphysis pubis. Dissection continued with cautery diathermy. I entered into the abdomen beneath the xiphoid. Not unexpectedly, there were dense adhesions to the undersurface of the abdominal wall. These were taken down methodically and meticulously with metzenbaum scissors as the fascia was opened its entire length. Adhesions to the anterior abdominal wall on the left were taken down sharply with metzenbaum scissors. Numerous interloop adhesions were freed. Dissection continued into the pelvis. With kocher clamps on the fascia, dense matted loops of bowel on the right side were carefully freed sharply. Adhesions particularly in the right lower quadrant were dense with barely perceptible planes between loops of small bowel. Dissection continued into the pelvis. Right ureter was identified. Pelvic adhesions were difficult to mobilize, but eventually freed. The duodenojejunal flexure was identified. I continued freeing adhesions between loops of bowel until I progressed to the ileum. With appropriate retractors in place, I continued lysis of adhesions, freeing matted and dense loops of bowel. There was mesh overlying a terminal loop small bowel, passing through the cutaneous stoma. There was some concern that this mesh was causing an element of constriction in the prestomal bowel. I had previously removed lateral tacking sutures to free the mesh. This essentially had no effect on providing further laxity of the mesh. Most of the gore dualmesh was well incorporated into the fascia. I passed a right angle clamp beneath the mesh overlying the lateral loop of small bowel that passed beneath. The mesh was opened over the small bowel until the fascial orifice was encountered. I carefully trimmed mesh away from the prestomal ileum so as to provide no evidence of compression or structure here. Mesh was trimmed back and trimmed away. That portion adherent to the posterior abdominal wall was left alone as it was otherwise well incorporated into the fascia. The stomal orifice was examined. It was for the most part intact and appropriately sized. I used 2-0 prolene stitches above and below the prestomal ileum, incorporating the mesh on either side so as to prevent the stomal orifice from dilating any further or resulting in a stomal hernia. Small bowel was repeatedly traced out from duodenojejunal flexure through the ileostomy. There were 2 areas where the bowel was deserosalized. This was repaired with interrupted 4-0 silk stitches. There were no inadvertent enterotomies created during the operation. The pelvis was washed out with saline. A piece of seprafilm was placed deep in the pelvis. A flat 10 mm jackson-pratt drain was placed in the depths of the pelvis and brought out through a separate stab wound above and to the left of the midline incision. Drain was secured to the skin with a nylon stitch. Small bowel was again inspected. All was satisfactorily hemostatic. Nasogastric tube was appropriately positioned. The midline fascia was approximated with interrupted simple and figure-of-eight #1 vicryl plus stitches. Subcutaneous tissue was irrigated generously with saline and skin edges coapted with staples. Ileostomy appliance was replaced. The stoma was pink and healthy. Stomal skin was similarly healthy. Hence, I elected not to resite the stoma at this operation.¿ ¿ (B)(6) 2014: a pathology report detailing analysis of the device removed during the procedure was not provided. Relevant medical information: ¿ (B)(6) 2014: ¿dressing removed from midline, staple removed, clean, dry, dressing re-applied.¿ ¿ (B)(6) 2015: ileoscopy ? ¿there was nothing to suggest the presence of mesh erosion into her prestomal ileum.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The partially explanted device was not able to be returned to gore for evaluation; based upon the information received, part of the device remains in the patient; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/9/2013, including operative reports for total proctocolectomy with ileostomy, were not provided. 12/09/13: [facility ni]. George g. Zainea, md. Operative report. Pre/postop diagnosis: para-ileostomy hernia. Procedure: laparotomy with lysis of adhesions followed by repair of parastomal hernia with mesh. Sugarbaker technique employed. Anesthesia: general. Description of procedure: ¿the patient was brought to the operating suite, where she received induction of general endotracheal anesthesia. Foley catheter was passed. Sequential boots were donned. Her ileostomy appliance was removed. Abdomen was prepped with chloraprep and a 2 x 2 gauze was placed over the ileostomy. Abdomen draped out. Ioban was then placed over the abdomen, followed by a large surgical drape. Procedure commenced with a midline incision beginning above the umbilicus and taken down to above the symphysis pubis. Dissection continued with cautery diathermy as I entered into the abdomen without incident. There were dense adhesions of small bowel to the undersurface of the abdominal wall. These were first taken down, passing to the left of midline. I dissected inferiorly and superiorly. I then went over to the patient¿s left side. Adhesions were taken down from the right side of the incision. Dissection continued as the ileal loop passing through the stomal orifice was isolated. Small bowel adhesions were taken down. There was no evidence for recurrent crohn¿s disease. The stomal defect was identified. The fascia was approximated to 1.5 fingerbreadths around the ileum, utilizing 0 prolene stitches. Thereafter, I elected to repair the defect, reinforcing it further with a piece of gore dualmesh, utilizing a sugarbaker type technique. This piece of mesh was trimmed for size and configuration. It was placed over the loop of small bowel and stomal orifice within the abdomen. Laterally the limb of ileum passed beneath the mesh out at the lateral paracolic recess. A small skin incision was made with an 11 blade. A trocar was then passed through the abdominal wall to within the abdomen. A 2-0 prolene suture was grasped and brought out through the stab wound. The other end was passed through the mesh within the abdomen. Needle was removed and the other end was brought out through the stab wound with the endo trocar. This was held with a hemostat. On the opposite side, the same procedure was conducted, making a stab wound in the abdominal wall laterally in the anterior axillary line, passing an endo trocar through the abdominal wall, securing the prolene suture and then bringing it out through the abdominal wall. The stitch was then passed through the mesh, removing the needle and passing the other free end out through the abdominal wall. These were tied securely outside the abdomen, fixing the lateral and posterior aspects of the mesh to the abdominal wall, creating a small trephine through which the limb of ileum passed laterally. Hereafter the mesh was secured to the abdominal wall around its entire perimeter wit 2-0 prolene stitches. Generous bites of the abdominal wall were taken posteriorly as the needle was passed through the mesh, abdominal wall and then back out. These were placed every 1.5 cm around the entire perimeter of the mesh to affix it securely to the posterior abdominal wall. The medial edge of the mesh was trimmed flush with the midline fascia. After having completed repair of hernia, midline incision was closed. I used 0 prolene stitches to close the abdomen, passing them in figure of 8 fashion. The medial edge of the mesh was incorporated into these prolene stitches. The subcutaneous tissue was irrigated generously with saline. Skin edges were coapted with staples. The midline wound was sealed with surgiseal. The lateral incisions to which the mesh was secured were approximated with 4-0 monocryl and further sealed with surgiseal. Thereafter, the stoma was exposed. It was pink and healthy. Stoma appliance was placed, followed by midline wound dressing and abdominal binder. The patient tolerated the procedure well. Blood loss was minimal, less than 50 ml. She received 1.6 l of crystalloid. Sponge and needle counts were correct at conclusion of the operation as reported to me by the nursing staff.¿ 12/09/13: [facility ni]. Procedure documentation. Implant record. Asa class: iii. Wound class: clean. Implants: mesh gore dualmesh 18 x 24 cm. Manufacturer: w. L. Gore. Lot number: 11367252. Reference #: 1dlmc06. Implant site: stoma hernia. The records confirm a gore® dualmesh® biomaterial (1dlmc06/11367252) was implanted during the procedure. 12/12/13: [facility ni]. Michael j. Mcgilton, pa-c; george g. Zainea, md. Discharge summary. Discharge diagnosis: paraileostomy hernia. Complications: none reported. Discharge condition: stable. Discharge instructions: activities limited. No lifting greater than 10 to 15 pounds. No strenuous activity. Okay to shower daily. 11/23/14: [facility ni]. George zainea, md. Operative report. Preop diagnosis: small bowel obstruction. History of crohn¿s disease status post total proctocolectomy with ileostomy. Postop diagnosis: small bowel obstruction secondary to extensive adhesive disease. Procedure: exploratory laparotomy with extensive lysis of adhesions (greater than 3 hours). Partial excision and tailoring of para-ileostomy mesh. Suture reinforcement of previous stomal hernia. Anesthesia: general. Description of procedure: ¿the patient was brought to the operating suite where she received induction of general endotracheal anesthesia. Foley catheter was passed. Sequential boots were donned. Her ileostomy appliance was removed. Stoma itself was prepped with betadine, remainder of the abdomen was prepped with chloraprep. She was draped out in sterile fashion. A 2 x 2 gauze was placed over the cutaneous stoma and covered with an ioban drape. Midline incision was made beginning above the umbilicus and taken down to the symphysis pubis. Dissection continued with cautery diathermy. I entered into the abdomen beneath the xiphoid. Not unexpectedly, there were dense adhesions to the undersurface of the abdominal wall. These were taken down methodically and meticulously with metzenbaum scissors as the fascia was opened its entire length. Adhesions to the anterior abdominal wall on the left were taken down sharply with metzenbaum scissors. Numerous interloop adhesions were freed. Dissection continued into the pelvis. With kocher clamps on the fascia, dense matted loops of bowel on the right side were carefully freed sharply. Adhesions particularly in the right lower quadrant were dense with barely perceptible planes between loops of small bowel. Dissection continued into the pelvis. Right ureter was identified. Pelvic adhesions were difficult to mobilize, but eventually freed. The duodenojejunal flexure was identified. I continued freeing adhesions between loops of bowel until I progressed to the ileum. With appropriate retractors in place, I continued lysis of adhesions, freeing matted and dense loops of bowel. There was mesh overlying a terminal loop small bowel, passing through the cutaneous stoma. There was some concern that this mesh was causing an element of constriction in the prestomal bowel. I had previously removed lateral tacking sutures to free the mesh. This essentially had no effect on providing further laxity of the mesh. Most of the gore dualmesh was well incorporated into the fascia. I passed a right angle clamp beneath the mesh overlying the lateral loop of small bowel that passed beneath. The mesh was opened over the small bowel until the fascial orifice was encountered. I carefully trimmed mesh away from the prestomal ileum so as to provide no evidence of compression or structure here. Mesh was trimmed back and trimmed away. That portion adherent to the posterior abdominal wall was left alone as it was otherwise well incorporated into the fascia. The stomal orifice was examined. It was for the most part intact and appropriately sized. I used 2-0 prolene stitches above and below the prestomal ileum, incorporating the mesh on either side so as to prevent the stomal orifice from dilating any further or resulting in a stomal hernia. Small bowel was repeatedly traced out from duodenojejunal flexure through the ileostomy. There were 2 areas where the bowel was deserosalized. This was repaired with interrupted 4-0 silk stitches. There were no inadvertent enterotomies created during the operation. The pelvis was washed out with saline. A piece of seprafilm was placed deep in the pelvis. A flat 10 mm jackson-pratt drain was placed in the depths of the pelvis and brought out through a separate stab wound above and to the left of the midline incision. Drain was secured to the skin with a nylon stitch. Small bowel was again inspected. All was satisfactorily hemostatic. Nasogastric tube was appropriately positioned. The midline fascia was approximated with interrupted simple and figure-of-eight #1 vicryl plus stitches. Subcutaneous tissue was irrigated generously with saline and skin edges coapted with staples. Ileostomy appliance was replaced. The stoma was pink and healthy. Stomal skin was similarly healthy. Hence, I elected not to resite the stoma at this operation. Appliance management system was placed as well as a midline wound dressing. The patient tolerated the procedure well. Blood loss was estimated at 100 ml. She received just over 2 l of crystalloid. Sponge and needle counts were correct x 2 at conclusion of the operation as reported to me by the nursing¿ [page cuts off [missing records: a pathology report detailing analysis of the device removed during the 11/23/14 procedure was not provided.] 12/19/14: [facility ni]. Otto j. Leiti, md. Discharge summary. Imaging studies performed: CT of the abdomen and pelvis with IV contrast. This study revealed a new 4 cm peripherally enhancing fluid collection in the superocentral pelvis, adjacent to the post colectomy surgical clips. There was also increase stranding within the root of the mesentery, extending into the superior pelvis. These findings are concerning of possible mesenteric panniculitis. There were postop changes related to colectomy with ileostomy. There was thickening of the pyloric wall which was new since 11/19/14 and could represent gastritis. CT guided aspiration of the pelvic fluid by interventional radiology on 12/19/14. Discharge diagnosis: presacral sinus. Pelvic abscess. Small- bowel obstruction status post laparotomy, lysis of adhesions on 11/26/14. Crohn¿s disease. Hospital course: woman with pmh significant for crohn¿s disease, sacroiliitis, gerd. Required a total proctocolectomy with ileostomy in 1980 for crohn¿s disease. Post-intervention, she developed presacral sinus disease requiring 4 operations in the past. She was treated with drains and antibiotic therapy from 2011 to 2012. Her last surgical intervention was on 11/23/14 for a small bowel obstruction when dr. Zainea performed the lysis of adhesions with tailoring of her peristomal mesh. The surgery was successful to reveal the adhesions. The patient returned to the emergency room complaining of vaginal discharge and CT of the abdomen and pelvis revealed a pelvic abscess. These findings are all consistent with acute flareup of a known presacral sinus disease. The patient had drainage of the pelvic fluid collection by dr. Labarge on 12/19/14 and culture of the pelvic fluid so far revealed few mixed anaerobes. Remained afebrile during hospitalization. No leukocytosis. The patient can be switched to oral antibiotics and released home. We prescribed a 10 day course of oral augmentin therapy. More prolonged antibiotic therapy can be elected based on findings during follow up visit with dr. Zainea. Discharge medications: augmentin for 10 days. [Missing records: a CT scan of the abdomen/pelvis showing ¿fluid collection in the superocentral pelvis¿ was not provided.] [Missing records: records for CT guided aspiration and a culture report detailing analysis of the specimens collected during the CT guided aspiration on 12/19/14 was not provided.] Records between 12/19/2014 and 10/28/2016 were not provided. 10/28/16: michigan medicine; university of michigan. Scott ellis regenbogen, md. Brief op note. Pre/postop diagnosis: pelvic abscess. Post-op procedure: exploratory laparotomy, extensive lysis of adhesions (>2.5 hours), small bowel resection, repair of serosal tear. Findings: no evidence of fistula tract. Small scarring in the vaginal cuff on speculum exam, no tract. Blind ending tract in perineum. Extensive lysis of adhesions. Enterotomy, resected with hand sewn side to side anastomosis. Serosal tear repaired primarily. No implants in log. Specimens removed: a. Small bowel. Condition: stable. Disposition: routine floor. 10/28/16: michigan medicine; university of michigan. Scott ellis regenbogen, md. Operative report. Preop diagnosis: recurrent pelvic abscess with vaginal fistula. Postop diagnosis: same plus possible small bowel fistula. Procedure: laparotomy, extensive lysis of adhesions lasing in excess of 2.5 hours, small bowel resection with anastomosis, vertical rectus abdominis muscle flap by dr. Kozlow. Anesthesia: general endotracheal plus epidural. Indications for procedure: this patient is a 68-year-old woman with crohn¿s disease status post proctocolectomy with end ileostomy who has had recurrent pelvic fluid collection and vaginal drainage. She is markedly symptomatic and did not get better with chronic antibiotics. She has had numerous attempts to try to repair this from the perineal side. I explained that I thought that her best option was an attempt to clear the pelvis of any bowel and possible small bowel fistula and to fill the pelvis with a muscle flap. There was no clear evidence of an enterovaginal fistula. We could not identify a clear mucosalized cavity behind the vagina. While only time will tell if we eradicated the problem, if there are ongoing symptoms, we now know that it is below the muscle flap and could be approached from the perineal side. Description of operative procedure: ¿the patient was brought to the operating room, placed supine on the operating table. After induction of general anesthesia and administration of preoperative antibiotics, she was placed in a lithotomy position with her legs in yellofin stirrups. Her abdomen was prepped with chloraprep and her perineum was prepped with betadine, and she was draped sterilely from nipples to knees. Dr. Weizer had previously placed bilateral ureteral stents. We reopened her previous midline incision from the pubis up to just below the umbilicus and carried dissection down to the anterior fascia which we divided in the midline. We entered the peritoneum without injury to bowel, bladder, or omentum. There were very dense adhesions between loops, between sheets of mesentery and up to the anterior abdominal wall. We undertook a very tedious entry into the abdomen, and we were able to do so without any full-thickness enterotomies. There was one small serosal tear which we would repair later with 3-0 vicryl lembert sutures. Once we brought the intestine down off the anterior abdominal wall, we began head towards the pelvis. We lysed adhesions out to the lateral walls and eventually to the space of retzius. We separated adhesions of the bladder to the small bowel and small bowel to small bowel, eventually we reached a loop of small bowel that came down the left pelvis and descended all the way down to just behind the vagina. We did create a full-thickness enterotomy on this loop of bowel as we were dissecting off the left pelvic sidewall. It was difficult to tell, but it did appear to have a possible punctate area of fistula at its apex. Once we completely mobilized all the small bowel out of the pelvis and mobilized its mesentery off of the presacral space, we were then able to evaluate our options for resection. We chose a point about 10 centimeters proximal to the enterotomy and made a window between the bowel and the mesentery and divided with a gia stapler. We then chose a point just distal to where the bowel had come up and out of the pelvis, and made a window between the bowel and mesentery and divided with a stapler. The bowel that had been down into the pelvis did have markedly thickened mesentery consistent with crohn¿s disease, though was not clearly involved with crohn¿s. We took the mesentery between these points with the ligasure device, supplemented by 0 vicryl figure-of-8s. We then passed it off for permanent section. We were then joined in the operating room by dr. Kozlow who performed vaginal exam while we continued our dissection. We elevated the vaginal apex and continued in the presacral space sharply behind the vagina. We were able to get all the way back behind the area that he felt to be somewhat abnormal in the apex of the vagina until we mobilized the presacral space all the may down to the levators. We did not identify any clear abscess cavity. We then assured hemostasis and proceeded with our anastomosis. We placed a 3-0 silk corner stitch followed by 3-0 silk back row. We then made enterotomies on either limb. We completed a 2-layer handsewn anastomosis with an inner row of running 3-0 vicryl inverting sutures and an outer layer of 3-0 silk lemberts. We then closed the mesenteric window with a 0 vicryl running suture. This did cause some bleeding from the mesentery, which we controlled with additional vicryl sutures. Satisfied that we had good hemostasis, we then returned the bowel to the upper abdomen and turned the field over to dr. Kozlow, who will dictate under separate cover. He performed a rectus abdominis flap, mobilization and dropped it down into the pelvis, filling the space and excluding the small bowel. He placed a drain into the rectus sheath. He then exited the operating room. We placed a drain through the left lower quadrant and down into the pelvis and secured it with a nylon stitch. We then proceeded with abdominal closure. We closed the fascia with a running #1 looped pds from either end tied in the middle, closing only the portion where there was a posterior sheath incision. Dr. Kozlow had previously closed the anterior sheath from the umbilicus upward. We did reapproximate the posterior and anterior sheaths above the arcuate line. We then irrigated the subcutaneous tissue and closed the skin with staples. Dry sterile dressing and a stoma appliance were placed. Patient was awakened by the anesthesia staff and taken to the recovery room in stable condition.¿ estimated blood loss: for the entire procedure was 320 cc. Specimens: small bowel. Complications: none. Attestation: I was present and performed the entire procedure. We did at the end remove both ureteral stents without incident. [Missing records: a pathology report detailing analysis of the specimens removed during the 12/28/16 procedure was not provided.] 10/28/16: michigan medicine; university of michigan. Jeffrey kozlow, md. Operative report. Pre/postop diagnosis: recurrent pelvic abscess with vaginal fistula. Procedure performed: examination under anesthesia of vagina. Left rectus abdominis muscle flap for soft tissue pelvic fill. Anesthesia: general. Estimated blood loss: 50 cc for my portion of procedure. Resuscitation: please see anesthesia record. Urine output: please see anesthesia record. Drains: 15-french x 2, one in left upper quadrant between the anterior and posterior sheaths, right lower quadrant drain in pelvis. Complications: none. Indications for procedure: ms. Coty is a 68-year-old female with a history of a previous crohn¿s disease status post proctocolectomy with end ileostomy with recurrent pelvic fluid collections and vaginal drainage. She was markedly symptomatic and did not improve with antibiotics. Multiple attempts from the perineal side were unsuccessful and therefore she was referred to dr. Regenbogen who felt that the best option was exploratory laparotomy and removal of the small bowel from the pelvis followed by likely soft tissue fill. I was subsequently consulted as well and I saw the patient in the outpatient setting where we discussed multiple flap options based on the intraoperative finding. Details of procedure: ¿the patient was identified in the preoperative holding area by name and medical registration number. The planned procedure was again reviewed in detail. Abdomen and thighs were marked as the potential surgical sites. The risks, benefits, potential complications, and potential consequences of surgery were discussed at length. She had the opportunity to ask all questions, these were answered to her apparent satisfaction and she elected to proceed. The patient was brought back to the operating room by dr. Regenbogen for his portion of the procedure. I joined the operation after he had removed the small bowel from the pelvis and repaired the small bowel fistula. I joined the operation, starting first on the vaginal side; using multiple vaginal speculums, I performed examination under anesthesia. Of note, the vaginal mucosa itself, we could not identify a specific fistula although there were some thicker white materials in the apex of the vaginal vault. The only area I could really find a concern was likely where her previous hysterectomy was performed where there was a small area of irregular scar with 2 indentations on either side, right at the apex. From below, I helped guide dr. Regenbogen, as he was working from intra-abdominally, to dissect back behind the vagina and once we felt we had freed this whole area, we still did not see a direct communication, although this was definitely the area of greatest suspicion. No other areas of concern were identified throughout the vagina. At this point, we both felt that placing a muscle flap down into this space behind the vagina and over the apex was our best option for trying to reduce the risk of small bowel getting stuck back into the area and letting any small fistula that we could not appreciate clinically heal. Given that there was no perineal incision, I felt that the recuts muscle was appropriate. Using new gloves and clean instruments, we returned up to the abdomen. Starting on the left side, given her right ostomy, we were able to identify the rectus muscles through the edge of the laparotomy. We extended our skin incision up towards the xyphoid and dissected down through subcutaneous tissues with bovie cautery down to the anterior sheath. We then opened up the anterior sheath essentially along the medial border of the muscle and then reflected this back laterally. We then dissected the posterior sheath off the muscle as well with care taken to clip any of the lateral perforators. We ultimately were able to identify the inferior epigastric artery. After we had freed the entire rectus muscle from the anterior and posterior leaflets of the fascia, the superior more muscle was transected with bovie cautery and clips on any blood vessels. The muscle was then peeled back inferiorly down to the pubis. A small posterior sheath superiorly was repaired with figure-of-8 0-vicryls. We then transected the posterior sheath transversely well below the arcuate line to allow for the flap to fall into the pelvis. At this point, dr. Regenbogen rejoined the operation and together we felt that the muscle nicely filled the void behind the vagina and superiorly and a few vicryl sutures were placed to tack this to the pelvic sidewalls. A 15-french drain was then placed behind this through the left abdominal wall. The muscle itself was viable with good capillary refill and distal bleeding as well an audible doppler signal. We then irrigated the donor site in the left abdominal wall. Superiorly, we used 0 vicryl sutures to reapproximate the anterior sheath back to the linea alba again up superiorly above the umbilicus, we did not violate the posterior sheath. A 15-french drain was left under this and placed out through the left upper quadrant of the abdomen. The case was then handed back to dr. Regenbogen who performed the laparotomy closure below the umbilicus. At the end of my portion of the procedure, there were no apparent complications. I was present for the key portions of the procedure dictated above.¿ disposition: the patient will be admitted postoperatively to the colorectal service who will continue to follow her clinically. We will have no significant restrictions other than no heavy lifting or strenuous activity for 3 to 6 months given the rectus abdominis muscle harvest. 11/01/16: michigan medicine; university of michigan. Jonathon mark bostwick, pa-c. Discharge summary. Active problems: ileostomy in place; crohn¿s disease of both small and large intestine; bmi 34-34.9, adult. Reason for hospitalization: female with crohn¿s disease who underwent proctocolectomy with end ileostomy who has recurrent pelvic fluid collection and vaginal fistula. The patient is symptomatic without improvement with chronic antibiotics. Numerous attempts to repair this from the perineal side were made. It was discussed that the best option was to fill the pelvis with a muscle flap. Brief hospital course: 10/28/16 underwent laparotomy, extensive lysis of adhesions, small bowel resection with anastomosis by colorectal surgery and vertical rectus abdominis muscle flap by plastic surgery. No postop complications. There was no clear evidence of an enterovaginal fistula intraoperatively. Became febrile to 39.5 on 10/30 and work up was negative; blood cultures (no growth), urinalysis, cxr, and upper extremity dvt scan. Her foley catheter was removed on pod #3 and she was able to void with good uop. Will f/u with home gi doctor. Inferior jp drain was removed prior to discharge (superior drain is plastics). Discharged home on 11/01/16. Provided wound care, jp drain care, medication instructions. Follow-up with dr. Regenbogen in 3-4 weeks for a postoperative check. Home vna: please remove pt¿s abd staples on/around 11/10/16. Pathology: diagnosis: a. Small bowel, resection: serosal adhesions with suture granuloma. Discharge exam: abdomen soft, appropriately tender to palpation, non-distended. Midline incision with staples clean, dry and intact. Right-sided ostomy with healthy appearing stoma, pink, patent, productive. Inferior left-sided jp drain removed, superior drain remains with serosang drainage, holding suction appropriately. Superior drain luq is managed by plastic¿s. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open paraileostomy hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial mesh removal on (B)(6) 2014, adhesions, small bowel obstruction, additional surgery, continuous infections as result of the mesh. Additional event specific information was not provided.